Manufacturer narrative:
(B)(4). As the device was not returned, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a connection issue between a minicap and an unknown transfer set. The caregiver reported that the minicap fell off of the unknown transfer set. This occurred at an unknown time after therapy, as the minicap was found on the ground. The caregiver did not notice any defects with the supplies. The patient was reported to have visited the clinic and received 24 hours of intraperitoneal antibiotics after the event, but there was no report of patient injury or adverse event reported with this event. No additional information is available. This is report 2 of 2 for this event.